Event description:
It was reported by the caller that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The caller received instructions by tandem technical support to perform a system check, but no issues were identified. Customer changed infusion set and cartridge and resumed insulin therapy.